Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced bruising and bleeding. The patient went to the emergency room and was attended by the staff; however, the patient was discharge and the bleeding continued for the next dat at home. The patient was advised to further discuss with the physician. The icm remains in service and no adverse patient effects were reported.